Event description:
It was reported that "[the patient] transferred to itu in a stable condition and not bleeding. Was subsequently stable over next few hours. Patient's sedation was turned off in order to prepare for extubation. As he awoke, he coughed and suddenly there was a large drain output. He became hemodynamically stable. He was transferred to theatre straight away and the chest was opened. The bleeding was noted to becoming from the vein graft, where the clips had come off a side branch. The patient subsequently stabilized and was extubated the same day. He was discharged from itu to the ward. He was subsequently discharged home having made a good recovery."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
It was reported that "[the patient] transferred to itu in a stable condition and not bleeding. Was subsequently stable over next few hours. Patient's sedation was turned off in order to prepare for extubation. As he awoke, he coughed and suddenly there was a large drain output. He became hemodynamically stable. He was transferred to theatre straight away and the chest was opened. The bleeding was noted to becoming from the vein graft, where the clips had come off a side branch. The patient subsequently stabilized and was extubated the same day. He was discharged from itu to the ward. He was subsequently discharged home having made a good recovery."

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.